Event description:
Caller reported blood glucose results of hi, which on the inform system indicates a result in excess of 600 mg/dl, and lab result of 137 mg/dl within 10 minutes. Customer reported no pt symptoms, treatment or adverse event relative to this discrepancy. Meter passed valid control tests, was not replaced or returned. A request was made for the return of the strips, replacement was sent.